Event description:
Forceps caused tearing of the lining of the small intestine and stomach contributing to bleeding which was controlled by medication.the event was witnessed by the company representative.